Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrovideoscope did not display an ultrasound image on the monitor. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned for evaluation and the reported event of device would not switch over to endoscopic ultrasound was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. The event can be prevented by following the instructions for use which state: evis lucera ultrasound gastrovideoscope olympus gf type uct260 important information - please read before use precautions: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.